Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for unspecified microbes (<1 cfu/endoscope) the testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the instrument channel of the subject device. Burkholderia cepacia (2 cfu/endoscope) coagulase-negative staphyloccocci (9 cfu/endoscope) champignons filamenteux (1 cfu/endoscope) the device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus france (ofr). During the incoming inspection, ofr found a hole in the adhesive at the edge of the bending rubber and scratches inside the biopsy channel of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. According to the shipment inspection record, the subject device was cleaned again before the inspection. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume it is unlikely that the reported phenomenon was attributed to the subject device because the microbiological test result by ofr cleared the french guideline.